Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected. In addition, it was reported that the customer experienced an elevated blood glucose level and vomited. Customer declined to further troubleshoot with tandem technical support.